Manufacturer narrative:
The customer found that the detergent rinse tubes were worn. The tubes were replaced and module is working within specification. A general reagent issue can be excluded as the sample was rerun under the same conditions with correct results. The root cause of the discrepant result was the worn detergent rinse tubes.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low total protein results for two patient urine samples from the cobas 6000 c 501 module. Patient 1 initial result was 0.009 g/l and the repeat result was 1.32 g/l. On (B)(6) 2018, patient 2 initial result was 0.0141 g/l and the repeat result was 2.4403 g/l with a data flag. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.